Event description:
A false low advia centaur xp psa result was obtained on a patient sample. Repeat testing was performed and the result was low. The result was reported and questioned by the physician. The low result was considered discordant when compared to the patient's previous result. The patient sample was diluted and tested. The result was higher. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur xp psa result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse recalibrated the reagent and sample probes. Afterwards, the field application specialist (fas) repeated testing with 1:100 dilution (manual), 1:10 dilution (on-board), and 1:100 dilution (on-board) on (B)(6) 2013 on the patient sample. (B)(6). The rlus from all measurements indicate that the first measurement on (B)(6) 2013 was a manual 1:100 dilution and that the customer did not include the dilution factor. The 5 under dilution protocol column means that the patient sample was measured with default settings and the 1 in the other lines means that the sample was only measured diluted. The fas checked the calibration and control data and both were inconspicuous when the patient sample was measured. The cause for the discordant advia centaur xp psa result may be user error due to the dilution factor not applied for testing performed on (B)(6) 2013. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "note: do not interpret levels of psa as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed prostate carcinoma frequently have levels of psa within the range observed in healthy individuals. Elevated levels of psa can be observed in patients with nonmalignant diseases. Measurements of psa should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."